Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 5480004v, lot# kh19d516 visual examination confirmed the torx of the instrument tip has broken. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that caddy is not functioning properly which makes the lid bent and unable to close. There was no patient involvement reported and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the event happened during normal use.